Event description:
It was reported that a pt underwent laparoscopic myomectomy on (B)(6) 2012 and a reservoir was used. On (B)(6) 2012 the reservoir could not be locked, so the hospital staff crushed the reservoir manually but it did not suction. The drain was removed at that time. There were no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.